Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was under delivering. The customer's blood glucose was 200 mg/dl at the time of the incident and current blood glucose was 190 mg/dl. The customer reported that she had high blood glucose and was treated with manual injections. She alleged possible insulin pump under delivery as she was getting low battery alarms. During troubleshooting, the customer declined to check for leaks or air bubbles in the tubing or reservoir, possible site or insulin issues, insulin pump settings, and also testing of her insulin pump. The customer was advised to change entire set, reservoir, and insulin and to treat as per health care professional's instructions. The devices will not be returned for analysis.